Manufacturer narrative:
Findings: a customer reported via phone call indicating that their insulin pump alarmed motor error while trying to perform a bolus. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer changes their set, but the device alarmed again. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error while trying to perform a bolus. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer changes their set, but the device alarmed again. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.